Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred, and the customer was subsequently hospitalized. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.